Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise resulting in multiple episodes of noise reversion. No intervention was performed at this time. The patient is not dependent and would continue to be monitored. No patient symptoms were reported.